Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "transducer fault". The customer reported that there was no patient involvement. The customer performed troubleshooting, but the issue was not resolved. The customer reported that all transducer calibrations were performed and determined the most likely cause of the reported event was main printed circuit board assembly.